Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient's implantable neurostimulator (ins) was interrogated with the clinician tablet. The electrode impedances were showing the color yellow with the impedance reading as follows: c0: 3098 ohms c1: 2880 ohms c2: 1526 ohms c3: 2238 ohms no symptoms reported. No further patient complications have been reported as a result of this event.